Event description:
Additional information: litigation papers allege, the patient suffered pain; disability; impairment; loss of function, use, and range of motion; decreased and poor hip performance and longevity; gait disturbance; metallic and other particulate contamination of the blood and the body; exacerbation of underlying hip joint disorders; internal scarring; irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues of the hip joint and surrounding areas. Patient was revised.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf allege metal wear/metallosis. After review of medical records for the MDR reportability, there is no operative note provided for the right hip revision. Patient dob, age, weight units, and patient harm was updated and added law firm in the facility name. The patient underwent bilateral total hip arthroplasty and the left hip revision was captured under (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).